Event description:
Caller (customer's wife) reported that on (B)(6) 2014 at approximately 2:00 p.m., the customer experienced symptoms described as thirsty, sweaty, and confused. Customer attempted to test on his adc blood glucose meter but was unsuccessful due to receiving an unspecified error on the display and the meter turning on and then powering off after test strip insertion. Caller transported the customer to a local va hospital around 3:00 p.m. And upon arrival in the ER, a blood glucose result of 34 mg/dl was obtained on the hospital meter. Customer was diagnosed with hypoglycemia and treated with oral glucose gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1450910) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.